Event description:
It was reported via clinical trial that the first target lesion was located in the mid left anterior descending artery (lad) with 98% stenosis. The second target lesion was located in the lateral first obtuse marginal (1st om) with 80% stenosis. Predilatation was performed prior to placement of the (B)(4) stents. A 2.50 x 28 mm study stent was placed in the lad, and post-dilatation performed with 0% residual stenosis. The 1st om was treated with a 2.50 x 12 mm and a 2.50 x 12 mm study stents. Following post-dilatation residual stenosis was 0%. Subject was discharged (B)(4) 2009 on aspirin and clopidogrel. On (B)(6) 2010, 271 days post index procedure, coronary angiography was performed due to complaints of chest pain with an abnormal stress echo. The procedure revealed 90% stenosis just proximal to the previously deployed stent in the lad. The proximal lad was treated with the placement of a 2.5 x 12 promus stent, followed by post-dilatation. Lesion stenosis after stenting was 0%. Subject was discharged on (B)(6) 2010. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina and re-stenosis are listed in the instructions for use as known adverse events associated with coronary stenting. In this case, the patient was hospitalization and was treated with additional stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.